Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID wr9200 lot# serial# (B)(6), implanted: explanted: product type recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported the circumstances that led to the charging sensitivity and the implant de pleting shortly after charging was potentially not getting a full charge (severe swelling). It was noted the consumer¿s settings were 2.70 on the left side and 3.15 on the right side. The issue was resolved after the scar swelling was reduced and there was healing.

Manufacturer narrative:
Concomitant medical products: product ID: wr9200, serial#: unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient mentioned that when he is charging, it is very sensitive as to if he has the recharger in the correct location. He will be charging and without moving, the recharger will beep and stop charging so he has to move it around to find the correct location again. He mentioned he will charge his implant from 75 percent to 100 percent in 30 minutes and then a few hours later, his implant will be at 75 percent charged again. No symptoms were reported.